Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous vessel between popliteal and below the knee artery. After a unspecified guidewire crossed the lesion, a non-bsc balloon catheter was advanced for dilatation and ruptured. Subsequently, a 2.5mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The device was then exchanged with a 2.5x15mm unspecified paclitaxel-coated balloon catheter (pcb) and the procedure was completed with additional dilatation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was tightly folded. Microscopic examination revealed a 8mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the balloon bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous vessel between popliteal and below the knee artery. After a unspecified guidewire crossed the lesion, a non-bsc balloon catheter was advanced for dilatation and ruptured. Subsequently, a 2.5mmx20mmx143cm fg coyote nc mr (nc quantum apex&#10848;balloon catheter was advanced for dilatation. However, on the first inflation at 20 atmospheres, the balloon ruptured. No segment of the device was detached inside the patient. The device was then exchanged with a 2.5x15mm unspecified paclitaxel-coated balloon catheter (pcb) and the procedure was completed with additional dilatation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal torn on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).